Event description:
It was reported that there was an alert due to right ventricular lead having dismissing r waves. Follow-up revealed that the diminished r-waves have occurred for several years. The physician decided to have the lead replaced during a routine device change-out. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5568, implantable pacing lead, implant date: (B)(6) 2007. (B)(4).